Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a patient. I-stat: result: 8.10 ng/ml, time: 0705 (no repeat on I-stat). Elecsys: result: <0.01 ng/ml, time: unk (same sample). There was no repeat testing on either method at this time. Patient was admitted and further tests resulted in ctni <0.01 two times. Time, sample and method are unknown. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Apoc product action number: (B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.